Event description:
On 02/16/2001, the pt's spouse informed the MFR's rep of the following: spouse has cancer and had a vascular access device implanted and developed a staph infection and the device had to be removed. Spouse stated the device was left at the hosp. No further details are available at this time.